Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the spinal cord stimulator (scs) leads had migrated. It was also noted that the patient suffered non-device related falls. The patient subsequently underwent a procedure wherein the scs leads and anchors were replaced. The patient was doing well postoperatively. The explanted device components were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7106046, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, serial number: na, batch/lot number: 27370034, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: na, batch/lot number: 26248525, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).